Event description:
It was reported that when using the bd pyxis¿ es server, server did not allow the services to run. Customer mentioned that all the stations were affected. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server did not allow the services to run. A technical support specialist noted that the customer had replaced the hard drive; however, the services were not running, rebooted the device six times, and each time it indicated that the hard drive needed replacement, confirmed that could remotely access the system, but all services were not starting. Conducted a soft consultation with product support engineer (pse), who confirmed that the case should be escalated to the local service engineer (se) for server restaging and data backup, along with coordination with the field engineer, per service engineer (se), the issue was caused by a change in the service account password. The system functioned as intended after the issue was resolved.